Event description:
Event description boston scientific received information that this pacemaker declared ert at 2 years implant. The estimated longevity for this device is 6 years. The programmed parameters were not available. A replacement procedure was scheduled. No adverse patient effects were noted.